Event description:
Jada did not work [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a other health professional (nurse) via clinical account specialist (cas) referring to a non-pregnant female patient of unknown age. The patient's delivered second baby at term with vaginal delivery (delivery) and (live birth). The patient's concurrent condition, concomitant medications, medical history, and past drugs/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) -2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route for postpartum hemorrhage. On (B)(6)2024, the vacuum-induced hemorrhage control system (jada system) was placed after delivery in the operating room (or), where the patient was taken for a dilation and curettage (d and c). The nurse stated the vacuum-induced hemorrhage control system (jada system) did not work, that the patient continued to bleed around the device (device ineffective). The nurse stated the health care professional (hcp) felt that after reading the instructions for use, she had a good seal, and placement was correct. The patient continued to bleed, filling up the suction canister. The patient sought medical attention. The device was removed, and a hysterectomy was performed. The nurse also reported to the clinical account specialist that she felt there was nothing wrong with the device, that the bleeding was too much for the device. The clinical account specialist did not have any patient or device information. No product quality complaint (pqc) reported. On (B)(6) 2024, the patient was hospitalized due to the event. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2024. The outcome of the event was unknown. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event of device ineffective was considered to be serious due to the required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada did not work [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a other health professional (nurse) (discrepant information reported credentials as m.d) via clinical account specialist (cas) referring to a non-pregnant female patient of unknown age. The patient delivered her second baby, at term with vaginal delivery (delivery) and (live birth). The patient's concurrent condition, concomitant medications, medical history, and past drugs/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route for postpartum hemorrhage. On (B)(6) 2024, the vacuum-induced hemorrhage control system (jada system) was placed after delivery in the operating room (or), where the patient was taken for a dilation and curettage (d and c). The nurse stated the vacuum-induced hemorrhage control system (jada system) did not work, that the patient continued to bleed around the device (device ineffective). The nurse stated the health care professional (hcp) felt that after reading the instructions for use, she had a good seal, and placement was correct. The patient continued to bleed, filling up the suction canister. The patient sought medical attention. The device was removed, and a hysterectomy was performed. The nurse also reported to the clinical account specialist that she felt there was nothing wrong with the device, that the bleeding was too much for the device. The clinical account specialist did not have any patient or device information. No product quality complaint (pqc) reported. On (B)(6) 2024, the patient was hospitalized due to the event. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2024. The outcome of the event was unknown. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event of device ineffective was considered to be serious since it required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report to update the initial receipt date from 14-mar-2024 to 13-mar-2024. To update the statement the patient delivered her second baby and to report discrepant information regarding primary reporter in the narrative.